Manufacturer narrative:
UDI not available for this instrument at time of filing. The navigated dilator was returned to the manufacturer for analysis. Analysis found that the dilator was well worn with most of the markings rubbed off. The tip of the instrument is nicked leaving a misshapen opening. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that the navigated dilator was broken. There was no patient present when the issue occurred.